Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: the reporter states additional patient symptoms of angle closure and elevated iop and also notes "anisocoria on os." Reportedly, anisocoria was noticed after lens explant. Before surgery, "pupil size was fine." It is unknown as to whether the lens caused this or not. Distributor was checked in error. Claim# (B)(4).

Manufacturer narrative:
(B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -11.5 diopter into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to excessive vault. No additional information is available.